Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was completed at mako surgical. A supplemental report will be filed when additional information is obtained.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. The surgeon knowingly implanted an expired tibial base plate. The outcome of the case was successful. The implant was expired as of (B)(6) 2014, only a month before the surgery.